Manufacturer narrative:
No information regarding the event date. Exact implantation date has not been provided. However, it was reported that the devices were implanted in 2007. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the third of three devices implanted in the patient. It was reported to boston scientific corporation that three mesh devices were used during an unknown procedure performed in 2007. According to the complainant, since the implantation, the patient experienced complications. Reportedly, her organs, muscles, nerves, glandular system, teeth, and brain have been compromised. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.